Event description:
I went to (B)(6) clinic in (B)(6) for a rapid test because I had symptoms. My rapid test came back positive. As a precautionary measure, they also send the sample to the lab in (B)(6) for confirmation. That result was delivered as negative - not detected on (B)(6) 2022. Did I have covid 19 or the flu or what? I don't know?. FDA safety report ID# (B)(4).